Event description:
It was reported that during the procedure, the camera head became hot making it difficult to hold. The procedure was able to be completed with this device with no complications or patient impact as a result.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating could not be reproduced. Product passed functional testing during 12 hour burn-in with no overheating or signal loss. Camera head temperature remained constant throughout burn-in. All functions perform as expected. A review of the device history record was performed which confirmed no inconsistencies.